Event description:
It was reported that the universal modular electric/battery single trigger handpiece trigger was sticking; the trigger will not "release" from depressed position (it remains on without user input). The event occurred directly prior to surgery (during set up). There was no pt harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
Universal modular electric/battery single trigger handpiece serial number (B)(4) was received on 02/25/2015 for examination and repair. The repair technician evaluated the handpiece and tested per (B)(4). There were no noted issues with the device. Repair of the device included the replacement of the front assembly and seals. The handpiece was previously upgraded. The reported event "trigger sticking" was not confirmed as the handpiece functional tests did not reveal any issues with the trigger sticking. The root cause of the reported event was not confirmed during testing and a cause cannot be determined. The device was repaired and returned to the customer.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted one the investigation is complete.